Event description:
(B)(4). My issues started shortly after I had the essure placed. Yes it was covered by insurance. My side effects are still happening to this day. Foggy brain, tender breasts, abdomen pain so bad I've been to the ER multiple times, extreme fatigue, acne, bloating, weight issues, menstration issues, cramps, nausea, painful sex, loss of libido, bleeding gums, and there may be a couple more!